Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The customer stated: the 245408, neuro pattie had 11ea instead of 10ea. This was reported on the kit, spine pack. Neither patient injury nor medical intervention has been reported. If you do not receive the sample within 30 days, please proceed without the benefit of a sample as we were unable to retrieve from the customer. 6/19/15: did this event occur intra-operatively? Not determined. Was there a delay in surgery over 30 minutes? Unknown. Were there any adverse consequences to the patient? Neither patient injury nor medical intervention has been reported. This is also included in the notification letter. What actions were taken as a result of this incident? Unknown. Is there a serial or lot number you can provide? (B)(4). This is included in the supplier notification letter.

Manufacturer narrative:
Upon completion of the investigation it was noted that the corrective action was to check the manufacturing documentation for this lot and perform a tcr for all the operators associated with the lot under question. The manufacturing documentation was pulled and reviewed. Nothing was found to be out of the ordinary with this work order. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A tr was opened to retrain all the operators that had worked on this lot #. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.